Event description:
It was reported that damage occurred to tandem charging cable, making charging supplies non-functional. There was no reported impact to the customer's blood glucose level. Technical support arranged for replacement charging supplies to be sent via two-day shipping.